Event description:
It was reported that, on (B)(6) 2013, the patient had an MRI of the thoracic spine. The catheter was found to be ¿discontinuous¿ compared to previous scans. A catheter break occurred. The MRI also noted that disc protrusion at the l4-5 level had increased in size and impinged on the nerve root. Six days later, the patient had an appointment with his healthcare provider (hcp) and reported increased pain and feeling ¿unwell for a week weeks¿. The patient also had a fall 2 months ago. Two days later, the patient had surgery to explore the catheter. During surgery, the catheter was found to have sheared near the elbow connector. The hcp felt that the damage may have been caused by the patient¿s recent fall. The hcp elected to replace the catheter. He intended to insert the catheter above the level of the shear, however he then elected to cut the catheter and connect to the existing catheter. A manufacturer representative explained that it would not connect to the existing portion, and the hcp then elected to use a new catheter connector, removing the collet from one end and connecting the old section to the new section. The manufacturer representative explained that this was unlikely to remain intact as a connector. However the hcp felt it was ¿stable enough¿. The hcp agreed that he would need to monitor the patient and possibly do another dye study if the therapy was compromised. It was reported that there was no patient injury and the patient recovered fully.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 8709, lot# l82370, (B)(4).

Manufacturer narrative:
Analysis of catheter segment (B)(4) found the catheter body broken. Analysis of catheter segment (B)(4) found no significant anomaly, but the catheter was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.